Manufacturer narrative:
The patient was seen by the physician's assistant at the office and treated with keflex, bactroban and a topical steroid. On 08/10/2015, merz contacted the injecting office. An office representative reported the patient had an infection and is doing much better.

Event description:
A (B)(6) female patient was injected with 0.25cc of belotero to the forehead on (B)(6) 2015. On (B)(6) 2015, the patient presented to the office with pustules extending along the arterial path of the supratrochlear artery. Dr. (B)(6) believed patient had an occlusion.